Event description:
It was reported the case of the epg (external pulse generator) is cracked and chipped. The epg was returned for repair and calibration. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However it was also noted that the battery release was contaminated, two side bail covers were missing, the ring cover was missing, the lead flex cover was contaminated, two case screws were missing, the ring cover screw was missing, two side bails were missing, the ring was missing, the battery drawer was broken and the battery flex was contaminated. (B)(4).